Manufacturer narrative:
The distal portion of the lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil was flexed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to pacing impedance out of range. The lead detection was programmed off. The lead was found to have high impedance and high thresholds. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.